Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient will undergo a revision surgery due to the femoral screw backing out of the femoral component. This was visable on the radiograph taken. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of x-ray by mmi state that there is a loose screw adjacent to the lateral aspect of the femoral component. Overall fit and alignment appears appropriate. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two months post-implantation due to the femoral screw becoming loose. It was further noted the screw was loose within the patient's knee joint. The screw was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.